Manufacturer narrative:
A specific root cause could not be identified as no sample from the patient could be provided for further investigation. Additional information for was requested but was not provided.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable elecsys hcg + beta test system results for one patient sample. A sample from the patient was tested on an I-stat device with a result of 2000 miu/ml and was reported outside the laboratory. The same patient sample was tested on cobas 6000 e 601 module serial number (B)(4) with a result of 50 miu/ml and was reported outside the laboratory. On (B)(6) 2017, the same patient sample was tested on another cobas 6000 e 601 module and a cobas 8000 e 602 module for troubleshooting and the result from both analyzers was 50 miu/ml. The customer did not know which result was correct. The patient was not adversely affected. The customer refused a service visit as the three roche analyzers produced the same result of 50 miu/ml. The customer stated they were not having issues with any other patient samples.